Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature did not suspend insulin on multiple, intermittent occasions when customer's blood glucose (bg) was between 60-65 mg/dl. Customer addressed bg level by drinking juice or milk. Recommendation was made by tandem technical support to upload the pump data logs for investigation. Multiple attempts were made by tandem technical support to obtain a pump upload, however, the customer did not upload.